Manufacturer narrative:
The lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a symfony intraocular lens (model zxr00) on (B)(6) 2017, a crack in the central part of the lens optic was noticed by the surgeon. Reportedly, the lens was cut in three pieces and successfully removed from the patient's eye without complications. The lens pieces were disposed of by the customer. Another symfony (same model and diopter size) was implanted as a replacement on (B)(6) 2017, in a secondary surgical procedure. The final patient outcome was reported as good. No further information was provided.